Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reported that doctor was using the instrument on patient when the splash back caused her fingertip to be frozen. A 1mm tip was being used. Doctor was not wearing gloves.